Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded the cartridge and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.